Event description:
The facility reported that the pt was seen for a dialysis treatment. The treatment was initiated at 1030 with the pt's blood pressure (bp) of 134/76. At 1057 the pt complained of shortness of breath, was diaphoretic and wheezing. Oxygen at 2l/nasal cannula (nc) was initiated. Benadryl 25mg intravenous push (ivp) was given. The bp at this time was 84/52. The bp improved to 151/78 after the benadryl was given. The pt improved with a decrease in wheezing and improved color. The physician ordered benadryl 25mg ivp to be given prior to use of each new dialyzer. The dialysis treatment was continued with a flow rate at 200ml/min. The pt was able to continue the treatment with the same dialyzer w/o further medical consequences.

Manufacturer narrative:
The actual and companion samples have been requested for eval. A f/u report will be filed upon completion of an eval or if any add'l info becomes available. (B)(4).